Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast reconstruction revision with 400cc smooth mentor memorygel breast implant experienced right-sided implant rupture postoperatively. Rupture was confirmed by MRI. As a result, the patient underwent explantation and replacement with mentor memorygel breast implants, 340cc on the left (catalog # 3507340mc, left serial # (B)(4) and 325cc on the right (catalog # 3503251bc, right serial # (B)(4) on (B)(6) 2020.

Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation based on photographic evidence provided of the suspect medical device. Photographic evidence evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).